Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line connector of the homechoice cassette was ¿loose¿. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected which showed an incomplete heat seal bead on the patient line tubing causing the patient connector to separate from the tubing. The reported condition was verified. The cause of the condition was related to a manufacturing issue during the rf (radio frequency) welding process during production. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.